Manufacturer narrative:
The reported event that screwdriver, self-holding, long screwdriver, self-holding 3.5 mm was alleged of issue a (instruments - broken or deformed screwdriver) could be confirmed since the device was returned for evaluation and it matches the reported failure mode. A review of the device history for the returned lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. The returned device screwdriver, self-holding, long screwdriver, self-holding 3.5 mm shows traces of extensive usage. The reported screwdriver is indeed broken. It is lacking a small piece of material at the tip. This small piece is the one that allows the locking mechanism of this screwdriver to work and hold on to the screw when locked. A functional inspection does not make sense because the screw will fall every time. All materials which are used for implants (titanium) and for surgical instruments (stainless steel) are tested for biocompatibility. Based on the investigation results the case is attributed to an inadequate usage (user related). A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
The niaic report said that the tip of the screw driver noted to be broken when the scrub nurse tried to attach the last screw. It was found in the patient under x-ray.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The niaic report said that the tip of the screw driver noted to be broken when the scrub nurse tried to attach the last screw. It was found in the patient under x-ray.